Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's charge nurse (cn) reported that a fresenius combiset transducer was too small allowing air into the system during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with a trans-membrane pressure (tmp) alarm. A fresenius bloodline was also in use. There were no loose connections or issues during priming. There was no damage noted on the bloodline. No blood was lost. The venous transducer was replaced and treatment continued on the same machine and completed successfully. There was no patient serious injury or medical intervention required due to this event. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Six photos have been provided.